Event description:
Product surveillance contacted the care giver (cg) on (B)(6) 2012 regarding a separate event, a check supply line alarm, the cg mentioned reuse of the cassette. The cg stated that the home patient (hp) is doing fine and continuing therapy without issues. The cg stated that they had discarded the supplies after therapy. This writer has advised the cg to contact their nurse for proper procedure. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product because the caregiver (cg) stated they reused the cassette. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested but the lot number was know and a batch review will be performed.